Event description:
The patient has experienced a shocking or jolting sensation in the legs that occurs at least 2x/hour every day for the past couple months. The stimulation would turn off and then come back on in a couple seconds, which was when the shocking occurs. There was no known cause, position or activity that the patient was doing when this happens. There have been no falls or trauma. The current impedance measurements were normal on the lead programming was going to be on. Programming was the same for all 3 programs except the active electrodes: 3.7v, 450pw, 85hz, b1 6+7-, b2 5+7+6-, b3 5+6-. Impedance measurements were: (B)(6) 1268 ohms, (B)(6) 1071 ohms, (B)(6) 1329 ohms. All impedance measurements on 4-7 was normal range but 0-3 was greater than 10,000 ohms. Everything else was normal. Lead 0-3 was not being used in programming. It was clarified on (B)(6) 2013 that the impedance testing was performed with the patient in different positions: laying, supine, standing up, sitting down and laying on side. The greater than 10,000 ohms were on electrode 0 and 2, which were not being used by the patient. Reprogramming was performed on (B)(6) and the patient was to test it out for a few weeks then follow up with her doctor. Three new groups with two programs in each were added so the patient could alter rate and pulse width. A higher rater improved her pain. The patient was satisfied with the plan. No malfunctions were seen or cause of issue determined. It was later reported on (B)(6) 2013 that the stimulation turns on and off every 10 seconds and jolts her. The shocking has become more frequent and was felt in the area of paresthesia. She was jolted during group impedance test. Electrodes 0 and 2 impedances were still greater than 10,000 ohms. Group impedances were in normal range. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v669140, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).